Event description:
Collapse of left implant and encapsulation of right one. Rptr experienced chest discomfort, sagging, fatigue, and muscle and joint aches. Rptr is fearful of contracting any serious side effects as time goes on. Rptr does not know when the rupture took place.